Manufacturer narrative:
Concomitant: product ID 3778-75, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37092, lot# 236730001, implanted: 2010-(B)(6), product type accessory. Product ID 3778-75, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3708120, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of ins (s/n (B)(4)), found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The last recharge session performed in the field was on (B)(6) 2014; it lasted 3 hours and 2 minutes, the start voltage was at 3.505v and the end voltage was 3.840v with 4-bars of coupling,

Event description:
Additional information received reported that the explanted device and external components were returned to the manufacturer. It was stated that the patient met with a manufacturer¿s representative to return his explanted neurostimulator ipg (implanted pulse generator) and recharger/programmer. It was noted that the patient returned the product for consideration for a possible warranty/refund.

Event description:
Patient reports never having effect. Patient says trial went well but implant does not and he ends up in the hospital each time it doesn¿t work. Additional information received reported that the patient¿s implantable neurostimulator (ins) ¿quit working¿ in 2011. The patient stated that he had to wait for his heart healthcareprofessional (hcp) to ok the procedure and was just able to have the device explanted on (B)(6)-2014. It was noted that the patient had the ins in his possession and wanted to send it back to the manufacturer for analysis. It was noted that a manufacturer¿s representative would meet with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.